Manufacturer narrative:
The returned poly insert was evaluated and found nicked, deformed and scratched. There are two factors that could contribute to the condition. One factor is not following the surgical technique and not assembling the poly insert completely into the stem. The other factor is the poly insert experiencing high force not in-line with the insert/stem interface.

Event description:
The poly insert was implanted on (B)(6) 2022. The patient reported a traumatic fall and a revision surgery on (B)(6) 2023 was performed and noted the poly had dissociated from the humeral stem.